Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that valve was underdrained.

Manufacturer narrative:
The valve was returned in the returnkit and was dry without liquid. When delivered for examination, the valve was at pressure level 7 cmh2o. A visual inspection was performed and there was an apparent deformation of the housing membrane. To check whether the valve was clogged, we performed a permeability test. This test is performed in a hydrostatic pressure difference of approximately 20 - 30 cmh2o in the direction of the flow performed. The test showed that the valve was not permeable. The investigation has shown that the valve was adjusted up and down with the pressure level ranges. To measure the brake release force, we have equipped the valve with a brake force meter. Here, it is measured what force is applied to the housing must be exercised in order to release the rotor by the magnet integrated in the device. The braking function properly. The measured values of the braking force, however, were outside the expected specification. The measurement of the brake release force has shown that that less force had to be used to release the brake. The valve is tested on the miethke test bench. It goes through the standard check for the lying position. In this case, the liqourflow of reduced to 5 ml/h and increased again to 60 ml/h. The resulting pressure is measured. Since the valve was tested negative for permeability, an investigation of the suspected sub-drainage on our test bench does not carried out. Based on the investigation, there is no need for further action. The problem is one of the known, unchangeable risks of hc therapy by shunt implants. No further actions are required.